Manufacturer narrative:
Film evaluation results are: a review of pre-implant CT¿s and 3d film report revealed that the patient had a 6cm max diameter taa, beginning several cm¿s caudal to the lsa. An elephant trunk was noted as having been previously placed along the thoracic arch. The taa had a ¿dissected¿ thrombus appearance, and contained areas of calcification around it¿s perimeter. The arch was steeply angulated. The thoracic diameter near the level of the lsa measured 29mm, just proximal to the taa was 25 x 31mm, and distal to the taa measured 20 x 34mm. The descending thoracic aorta was non-tortuous, but was extensively calcified with thrombus seen along the full length. The distal landing zone was 35 ¿ 37mm in diameter. The abdominal aorta was also very calcified. The distal aortic diameter measured 18mm and was extensively calcified, and the iliac arteries were also calcified. The cause of the stroke occurring 2 days post-index could not be determined from the pre-implant films provided. Images during and post-implant were not available for review. It is likely that this was procedure related. It is unclear if the patient¿s pre-existing calcification and thrombus within the thoracic aorta may have contributed to the stroke.

Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 5.5 cm in diameter thoracic aortic aneurysm. It was reported that two days post index procedure the patient experienced a cva/stroke. The physician does not know the cause of the event. No additional clinical sequelae were reported and the patient will be monitored by the physician.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.